Event description:
It was reported that the customer had many scratches on display window of the insulin pump. The customer'/s blood glucose level was unknown mg/dl. No further details given.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window noted. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.